Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was a venotomy closure of the common femoral vein using the pre-close technique via an 8.5f sheath hole prior to an interventional ablation procedure. Reportedly, a cuff miss occurred with two prostyle devices. The sheath was maintained at 8.5f sheath and the ablation procedure was completed. Hemostasis was achieved with figure eight suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.